Event description:
Related to MFR report # 2183959-2013-00324, 00325. It was reported by the plaintiff's attorney that the plaintiff experienced emotional distress and a problem with the product.

Manufacturer narrative:
Lawyer-filed report-(B)(4). Should add'l info become available regarding this event it will be sent.